Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (via a manufacturer representative) regarding an implantable neurostimulator (ins) that started to show the first signs of malfunction to the patient in (B)(6) 2016. The ins had two leads attached and showed the "doctor" sign on the patient programmer sometime in october and turned off in november. The ins stopped working around one year after the implantation that occurred in 2015, and didn't reply to any troubleshooting. An image of the clinician programmer indicated an eri message was observed on (B)(6) 2016. The ins was at 2.515 volts. The settings included the following: 0.70 volts, 80 microseconds, and 100 hertz. Electrodes 0 <(>&<)> 4, 0 <(>&<)> 5, 0 <(>&<)> 6, 0 <(>&<)> 7 were greater than 10 ,000 ohms. The programmed group c had the following programs: program 1 with 1.4 v, 330 us and 125 hz with electrodes 0-4 programmed and program 2 with 1.3 volts, 330 us, and 125 hz with electrodes 8-13 programmed. The ins was still at eri on (B)(6) 2016. The ins was replaced in (B)(6) 2016, and the issue resolved. Of note, initially the patient had an ins implanted in 2013 to treat chronic pain in one leg with one 4-contact lead. In 2015, the patient had pain syndrome spreading to the second leg. The healthcare professional decided to remove the synergy and implant the ins. They've kept 4 contact lead in one leg and added one more 8 contact lead to the second leg.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found no significant anomaly with the ins. The ins reached its normal end of life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.